Event description:
While negotiating the stent through the tortuous, mildly calcified, 70% stenosed lesion located in the proximal circumflex, the stent dislodged from the delivery system. The stent dislodged before deployment was attempted. The physician did try to remove the stent but was unsuccessful. The physician attempted to remove the stent through the cross wire technique but was unsuccessful. Physician did not attempt to snare the stent because of the add'l cost and because the dislodged stent was located in femoral artery. There was no adverse event to the pt and therefore the physician left the stent inside the pt. The physician was able to implant a different taxus express2 stent successfully. Pt status is okay following the procedure.